Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. During trouble shooting with customer service the customer reported a burning smell coming from the AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable power on. Further investigation traced the issue to a failed h bridge.